Manufacturer narrative:
Investigation conclusion: the customer reported complaint of defective keypad resulting in the device not turning on was confirmed. The ac indicator light was not illuminating after plugging in power cord; however, all other soft keys were observed to be functioning as intended. Device inspection: external and internal inspection was performed on (qty 1 printec p/n tc10013664). During external inspection, the keypad was found to be in good condition with no issues observed. During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 05sep2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 30oct2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only 1 p/n tc10013664 was returned for investigation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
Additional information provided: g3 (report source).

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.